Manufacturer narrative:
The reported event was ¿the tip of the electrode cannot be fixed¿. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited an unspecified helix rotation issue. The rv lead was removed and replaced. The patient was in stable condition.